Event description:
It was reported that this patient was seen in the clinic and upon evaluation they found the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements measuring, 127 ohms. There were no observations of noise. The lead is dual coil and is programmed distal coil to can due to failed defibrillation threshold (dft) tests in the past. Dfts are successfully with the current programming. Technical services discussed programming and troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.